Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery in a 70-year-old male presenting with acute myocardial infarction complicated by cardiogenic shock (ami-cgs). Past medical history was not reported. Prior to the procedure, the activated clotting time (act) was 271. The patient required inotropes, vasopressors, and mechanical ventilation for respiratory support and was categorized as scai stage a. During cardiac catheterization, the patient underwent right coronary artery (rca) stent placement and thrombectomy. The impella purge solution consisted of d5w. During the procedure, bleeding was noted at the insertion site following peel-away sheath exchange. Manual pressure was applied, and a perclose suture was placed through the access site. The port was subsequently reassessed and tightened, after which hemostasis was achieved with good effect. The reported patient experience included major bleeding from the access site, surgical intervention, hemostasis, and blood transfusion. These findings occurred in the setting of large-bore arterial access and anticoagulation during complex coronary intervention, which are recognized procedural factors that may increase the risk of bleeding at the vascular access site. A comprehensive review of the information provided did not identify evidence suggesting the device contributed to the reported clinical event, and the findings described are consistent with known risks associated with large-bore arterial access and invasive cardiac procedures. The patient survived.

Manufacturer narrative:
Section d4 serial number was corrected.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of major bleed/access site adverse event was most likely use related since the clinical team confirmed the bleeding was controlled after perclose sutured placed through reaccess port and tightened.

Manufacturer narrative:
Updated information: d1 brand name updated. G1 MFR contact fax number added. Additional information states that the pump is not available for return.